Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this right ventricular (rv) lead had two ablations done and infected the aortic valve. There were no additional adverse patient effects reported. The rv lead remains in service.